Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which occurred at 17:27pm on (B)(6) 2019. The facts indicate that manual replacement of the reagent in bottle 5 (ethanol) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded was displayed to the user. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Manufacturer evaluation of the instrument logs showed that event code "18" and the following associated messaging: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 5" was displayed to the user on two (2) occasions at 17:27pm on (B)(6) 2019. Bottle 5 (ethanol) was not in contact with the corresponding sensor for approximately four (4) seconds at 17:27pm on (B)(6) 2019, which is not sufficient time to replace the reagent. The station properties for bottle 5 were reset at 17:27pm on (B)(6) 2019; with a user affirming in the instrument software that the ethanol concentration was to be set to the default concentration of 100% at 17:27pm on (B)(6) 2019. The properties of the reagent bottle in 5 prior to this user action were: ethanol concentration=63.1%, cycles=233, cassettes=8397 and days=279. Although the user affirmed that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 17:27pm on (B)(6) 2019, the actual ethanol concentration would have remained unchanged at 63.1% because the bottle had not been removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error at 17:27pm on (B)(6) 2019, the reagent in bottle 5 (ethanol) was then used for the final dehydration step of the "ben taub overnight" protocol comprising 38 cassettes, which started in retort a at 17:28pm on (B)(6) 2019 and completed at 03:22am on (B)(6) 2019, from which sub-optimal tissue processing was identified by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing.

Event description:
Leica biosystem received a complaint regarding: "under processed tissue" following completion of processing. The complainant also advised that the affected tissue samples appeared soft while embedding; the tissue was withdrawing from the wax; and the blocks appear chalky. On 20 november 2019, a leica applications specialist - core histology (fss) visited the laboratory, in order to investigate the circumstances involved in this complaint and to provide applications support. The fss reviewed the instrument logs and found bottle 5 (ethanol) had been removed from the instrument for 4518ms; and the station properties had been reset at 17:27pm on (B)(6)2019. The reagent in all bottles designated for ethanol was replaced on (B)(6) 2019. On 26 november 2019, leica biosystems (B)(4) received information that all cases involved in this event were diagnosable.